Event description:
After completing the compounding of cefepime for ambulatory pump in an intravia bag 1000 ml, product #2b8014, lot: dr16k23051, a threadlike foreign body was noticed. Approx 1/2 inch long.